Manufacturer narrative:
The system is equipped with safety features such as spacer sleeves and securing pins to prevent the described condition. However, in the reported case, the securing pins were found to be outside of the designated space. The securing pins are installed at the factory and the assembly is delivered completely mounted. It is assumed that the securing pins were removed during system installation at the facility. The engineer reinstalled the securing pins and repositioned the transverse bridge assembly to secure the system. To ensure that the system is installed according to the specifications, a specialist will visit the facility to certify the unit. This report was submitted on (B)(4) 2013.

Event description:
It was reported that while servicing the multix unit, a siemens engineer noticed the rollers on the 3d top ceiling stand moved more than 50% out of the rail. The securing pins for the transverse bridge assembly were sticking out and not locking the transverse rail to the transverse bridge assembly, thereby allowing the transverse rails to drift. Although there have been no report of any injuries in this event, the whole 3d assembly could potentially crash down during an examination.